Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. If additional information becomes available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 and se 2367 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained both alarms and had the hp cycle power to clear the se 2367 then advised the hp to close all clamps, discard supplies and finish with using manual supplies. The solution to this issue was provided over the phone and swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.

Manufacturer narrative:
(B)(4). During customer follow up, the home patient (hp) reported that they had accidently pressed go while trying to prime the patient line causing cycler to start initial drain. The hp never connected to the line.